Manufacturer narrative:
This is a retrospective electronic medical device reporting. Some information (especially the patient information) was not available as the event was occurred in 2023. The is an initial and also a final report to FDA, supplemental report is not available as the incomplete information was no longer accessible.

Event description:
The customer alleges they received a defective balloon. Component broken/damaged during use. There was no consequence for the patient.